Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 26 days of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 17230 showed 1 part (part #: 50800008) returned to the vendor due to an oversized feature. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient continuing to dislocate post-op. The surgeon decided on two new outcomes. She pulled out the size 36 glenosphere and replaced it with a size 44 +8, and pulled out the original size 6 stem and replaced it with a size 6 175mm revision stem. The socket shell and insert were also replaced. Reference first revision (B)(4), date of surgery (B)(6) 2014.